Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the second firing on the stomach, with a gold cartridge, the specimen side of the staple line did not form properly. The surgeon commented that the staple line ¿bunched up¿ as the firing progressed distally. Buttressing is not used. The procedure was completed with same like device and blue cartridge. All firings were fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: per sales rep: male patient. Bmi (B)(6). Gold cartridge is lot #l4f260. Surgeon feels strongly that the staple line issue is not related to staple height, tissue thickness and cartridge selection. It is my impression that he believes that it was a cartridge loading issue, since a new surgical tech is being trained in the case.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.